Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the image shows error b30 (scope communication error). Based on the results of the investigation, it is most likely that the probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited that the image shows error b30 (scope communication error). There were no reports of patient involvement.